Manufacturer narrative:
The customer reported, the footswitch had a short and ordered a new footswitch. The company representative examined the system and replaced the footswitch pcb and installed the new footswitch the customer ordered. A system message displayed and a new cable was installed. The system message persisted. The company representative found the new footswitch was non-conforming. The company representative installed the customer's original footswitch with the new cable. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported intermittent response from the footswitch. Additional information was received from the material manager reporting there was an intermittent slow response from the footswitch. However, all cases were completed with the same system and footswitch. There was no patient harm or injury reported. There were no delays or cancellations reported.